Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized after experiencing cardiac arrest. Cardiopulmonary resuscitation (CPR) was performed. The right atrial (ra) lead dislodged. The ra lead was unable to be assessed for sensing or capture. There was also no capture management thresholds for the atrial lead. The ra lead was inactivated and remains in the patient. There was also undersensing on the right ventricular (rv) lead. The device was reprogrammed and remains in use. No further patient complications have been reported asa result of this event.